Event description:
It was reported that the user experienced intermittent dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas after glucose readings had previously appeared on the ilet, and troubleshooting and education for cgm signal loss were completed. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included review of performance and remote troubleshooting for connectivity and signal integrity. Investigation of this case revealed a cgm communication interruption limited to the ilet interface, with no confirmed device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication disruption or use-related factors.